Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: review of the black box data revealed record of call service alarm 052. On investigation, the pump performed the ez-prime steps without the occurrence of call service alarm. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed for inspection. No intermittent conditions or moisture was found inside the pump. Investigation was unable to duplicate the call service alarm issue. Unrelated to the original complaint, the display was found to be dim and faded, the battery compartment was found to be cracked above and below the bumper pad and on the side at the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.